Event description:
It was reported that the patients non-rechargeable ipg was non functional. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred few weeks ago.